Event description:
It was reported that a primary and secondary solution were set up to run on the infusion pump. After approx. 4 hours of operation it was noticed that no solution was infusing from the primary or secondary containers while the pump appeared to be operating. No medical or surgical intervention was required for the patient.